Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted in a 18 year-old female patient via v-p shunt on (B)(6) 2020 with setting 6. During the regular follow up test an imaging test was performed and it was found out that the ventricles were enlarged. On an unknown date the patient had a period of csf protein concentration of 1200 / ml. A valve obstruction was suspected. Therefore, the valve was removed and replaced on (B)(6) 2022. The patient is in follow up and in good condition. Primary disease - brain tumor.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve (ID 828814) was returned for evaluation. Device history record (DHR) - the product code 82-8814 with lot 4131219, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no occlusion issues were noted with the valve.

Event description:
N/a.